Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 48204. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed and the following was found: upon visual inspection, no issues were found that would be related to the reported failure. In artemis, it was found the error 48204 ec light engine sensor self-test failed. The unit was installed and tested into a golden pca system where the component functioned as expected. In the system error log, error 48204 was not replicated. Endoscopic controller power distribution (ecpd) will be replaced. Performed light engine sensor check and is more than 5%. The light engine will be replaced. Unit return without bezel, filter, and dust cover. Replacing the bezel, filter, and dust cover. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a problem in electrical and fiberoptics defects in the endoscope controller (ec).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the or nurse contacted the technical support engineer (tse) and reported a preventive maintenance advisory message of 48204. The caller had tried to swap endoscopes and power cycled the system prior to calling with no success. The system was powered off, the system was hard power cycled and the issue remained on startup. A total of 3 endoscopes were tried and each time the system came up with the 48204 message on three hard power cycles. The image quality was also noticed as being an off color. The site had another vision side cart (vsc) available and swapped the towers. The endoscopes were tested in the tower from sk5132 and they are all working as expected. The procedure was converted to another dv system with no reported injury.